Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The displacement, basic occlusion, occlusion, prime, no delivery tests could not be performed or the failed battery test alarm verified due to button error alarm. The device was received without original belt clip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value was 273 mg/dl; treated with syringe. The customer confirmed that the time on screen was advancing. The device was returned for analysis.